Event description:
It was reported that a vns patient had undergone a full vns revision surgery due to the identification of a lead break. Follow up with the patient's implant facility revealed that the explanted device had been disposed of following surgery. Good faith attempts for additional information have been unsuccessful to date.